Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported having removed the dental 3 months after its installation in intraoral region #31. The implant was removed in consequence of the abutment fracture, because the fractured portion got stuck into the implant.